Event description:
An ophthalmologist reported postoperative inflammation following an intraocular lens (iol) implant procedure in patient's left eye. The physician suspects that there was a possibility that the inflammation was caused by the piece of anterior capsule stuck in the incision. The vitreous body was normal. The patient experienced blurred vision. An anterior chamber irrigation was performed. The cause of the endophthalmitis is unknown. The product was not returned because it still remains implanted in the patient's eye. Additional information was requested and received.

Manufacturer narrative:
The company is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling this model of iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of this model of iols to stop using these lenses. Evaluation summary: the product was not returned for analysis and remains in the eye. Product history records were reviewed and documentation indicated the product met release criteria. There was one other complaint in this lot. Root cause has not been identified. Additional information was requested and received. (B)(4).

Manufacturer narrative:
The customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated. Only one is approved for this lens/cartridge combination. Information on the questionnaire indicated a piece of the anterior subcapsular incision stuck in corneoscleral incision. Inflammation spread from the incision is being considered by the customer. The manufacturing investigation has not identified a root cause to date.

Manufacturer narrative:
(B)(4)

Event description:
Hyperemia and vitreous clouding were also observed. A bacterium inspection was not performed.